Event description:
Additional information was received stating that the patient had been hospitalized prior to their passing and they were admitted with spontaneous intracerebral hemorrhage (sich). The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to treatment, the patient experienced a ruptured aneurysm and hemorrhagic stroke. The physician decided to treat the wide-neck aneurysm located from the left middle cerebral artery to the left internal carotid artery using a pipeline vantage with shield technology and adjunctive target coils. The procedure was technically successful with angiographic confirmation. However, within a few weeks post-procedure, the aneurysm re-ruptured, the pipeline thrombosed, and the patient suffered another hemorrhagic stroke, ultimately resulting in death. The pipeline was used off-label with the distal landing zone in the middle cerebral artery. No patient complications have been reported as a result of this event. Ancillary devices: sheath penumbra bmx96, guide catheter navien 6f .072id 115cm, microcatheter medtronic phenom21 150cm microcatheter lot #229655747.